Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure during self test. The customer reported blood glucose values were 160 mg/dl, 208 mg/dl, 67, 106 mg/dl, 56 mg/dl, 123 mg/dl, 300 mg/dl, 166 mg/dl. The troubleshooting was done but insulin pump alarmed hardware low level failures. The customer was reported that they were able to clear the alarm and reported that self-test did not passed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in pump history file due to cold/cracked solder joint on pin 1 of the ambient light sensor.